Event description:
Pt underwent insertion of tissue expander left breast. Physician states in history & physical "on subsequent fillings in the office, this expander has failed to hold the fluid placed in it and we have injected more than 300cc of fluid and it has all resorbed. We are, therefore, admitting today for change of this tissue expander and replace it with another." Procedure performed , "removal of failed tissue expander, left breast and replacement with an identical 133mv 500cc mcghan tissue expander for breast reconstruction."